Event description:
I was implanted with an avaulta (by ethicon, inc.) Pelvic mesh product on (B)(6) 2003. Following is a list of problems and complications resulting from the implant surgery: immediate and total urinary retention, necessitating use of catheters to empty bladder every 3-4 hours around the clock, painful bladder spasms every 3-4 hours, urinary tract infections, uncontrolled urinary leakage with bladder spasms, residual vaginal/bladder pain, depression, loss of sexual activity with spouse for fear of pain and/or injury, loss of social interaction with family and friends due to frequency of having to use catheters and requiring close proximity to bathrooms at all functions. Embarrassment limited all social activities, especially outdoors. Multiple follow-up surgeries and procedures: this list is including, but not limited to: 2003 - pelvic mesh first placed, 2003 - first takedown revision surgery, 2004 - second takedown revision surgery, 2004 - neurostimulator implant surgery to reduce spasms, 2005 - third takedown revision surgery, 2004-2007 - pelvic floor therapy in attempt to loosen/dislodge scar tissue and/or remaining mesh, 2006 - trigger point injections directly into abdomen to reduce frequency of spasms, 2007 - fourth takedown procedure, 2007 - surgical removal of neurostimulator implant. Following the last takedown procedure in 2007 I am able to urinate, but I now have urinary incontinence and need to wear pads 24 hrs a day. I still have some residual vaginal/bladder pain at times. It is always necessary to monitor how much liquid I drink as my bladder empties sooner than normal and it is not controllable.